Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46828. It was also reported that wifi issues were occurring. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a damaged downstream occlusion (dso) seal. The device's event history log found system fault 46,828 in the log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.